Manufacturer narrative:
Correction (g1): contact office address: (B)(6). A batch record review was performed. No ncr related to complaint issue were initiated for complaint order during production. No samples and pictures were received. Root cause investigation was performed via event tw #1382290 ¿handyvac cannot hold the vacuum¿. On the base of the available information the investigation reveals the likely causes for the issue the new deht tube material changes properties with time and the connection between the tube and male, female connectors weaken. As a result, the connector in the tube began to turn. After shifting the connector, a small ¿channel¿ is formed in the tube through which air can enter. "Channel" is an imprint of the line of contact between two parts of the connector during molding. It happened because the tube is too rigid and has lost elasticity. And handyvac can't work correctly. CAPA tw #1293438 was opened to implement new deht material for handyvac tubes. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: (B)(4). Manufacturing site: (B)(4).

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Device 1 of 1. (B)(4). Correction: used previous model number, instead of new assigned part number. (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that the "vacuum part does not hold the vacuum as it is supposed to". According to the complainant "all connections were secure and the product created vacuum, but lost it slowly". No photograph depicting the reported complaint issue. No harm reported.